Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was hospitalized on (B)(6) 2012 with a diagnosis of diabetic ketoacidosis. The reporter stated that the patient's blood glucose (bg) had been "a little high" on (B)(6) 2012, and that on (B)(6) 2012 the patient had not been feeling well. The patient awoke the morning of (B)(6) 2012 with a bg of 344 mg/dl and was confused and lethargic. The patient was reportedly taken to his healthcare provider's (hcp) office on (B)(6) 2012, where his bg was said to be 500 mg/dl. The patient's hcp advised the patient to go to the ER. The patient was reportedly admitted to the ICU and was removed from insulin pump therapy on the evening of (B)(6) 2012. The patient was reportedly placed on an insulin drip. A review of the pump history indicated two boluses on the evening of (B)(6) 2012. The reporter noted that the patient had eaten earlier in the afternoon but the bolus history indicated no corrections were given for food consumption. The reporter stated that the infusion set was not removed until (B)(6) 2012, at which time the cannula was found to be bent. Customer support determined that the bent cannula was the cause of the reported bg excursion, however the patient's doctor demanded that the pump be replaced, as they felt that the pump should have alarmed to alert the patient of the bent cannula. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy and because of the allegation that the pump did not alarm appropriately to alert the patient of an issue with the infusion set.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be operating within specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. Occlusions were observed in the pump history. During evaluation an occlusion was induced and the pump alarmed appropriately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.